Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore needless device leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2024, the patient had a brain stem hemorrhage, loss of consciousness, and was in serious condition, requiring placement of a central venous catheter, which was connected to a septal needleless closed infusion connector at the catheter, and leakage of the septal needleless closed infusion connector was found when the patient was given a flushing catheter at 8:20 a.m. On (B)(6) and was immediately replaced with a septal needleless closed infusion connector after discovery and replacement, and the situation disappeared after the replacement.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3304197. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.